Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors (mcs) tip cover accessory fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory had tears and detached from the mcs when removed. The tip cover accessory fell into the patient and was retrieved during the same procedure. The procedure was completed with no patient injury. Intuitive surgical (is) contacted the da vinci clinical sales associate/reporter and obtained the following additional information regarding this event: the surgical procedure was a benign hysterectomy. The issue resulted in a delay of 5 minutes. The monopolar curved scissors (mcs) and mcs tip cover accessory were inspected prior to use. It was noticed that the distal (transparent) part of the sheath was slightly torn over a few millimeters. The mcs tip cover accessory was retrieved with a laparoscopic clamp. According to isi csa, the instrument was not perfectly straightened when removed from the system arm and it caused the accessory to slip off. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The reporter (isi csa) is unable to confirm if the mcs instrument collided with other instruments during the surgical procedure. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. No electro lube or any other lubricant was applied to the mcs instrument prior to the mcs tip cover accessory installation. No reducer was used: only 8mm trocars. There was no difficulty in removing the instrument and mcs tip cover accessory. It is unknown if the instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred.